Event description:
It is reported by pt that pt underwent a right hip arthroplasty in (B) (6) of 2009. Post op, he experienced pain due to possible acetabular loosening. A revision has been scheduled.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. ((B) (4)), which markets the devices in (B) (4). No product was returned for eval. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional info be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed. (B) (4).